Event description:
It was reported that the sense/pace lead showed a decrease in impedances, and the device had aborted vf non-sustained episodes. Noise could be duplicated with arm movement. It is suspected there is insulation degradation. The physician elected to remove both the atrial and ventricular leads. It is believed that it looked very much like first rib- clavicular insulation breakdown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.